Event description:
It was reported that during an unspecified procedure , a balloon tear was noted. The lesion was located in the left circumflex (lcx) artery. Upon inflation, it was noted that there was a "slit" in the balloon. As a result of the tear, the balloon failed to inflate properly, and contrast media leaked from the balloon. The device was removed and the procedure was completed successfully with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good."